Event description:
The clinician reports the implant was inserted 2024-01-18 in ada 20. On 2024-02-16, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.